Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter: it was reported that silicone droplets in syringe. After the patient has received heavy water in the eye, a bubble is seen in the syringe. It is not air but looks like silicone oil. The syringe is kept, and a random identical syringe is unpacked together with chief physician (B)(6); ia droplet is clearly visible on the black membrane. During use: the incidence has caused no harm to patients.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Ten samples and one photo of 5 ml eurographic syringes (part number 309649, batch 5181790) were received for evaluation. All samples arrived in sealed packages with complete product information, and no defects were observed on any of the syringes. Silicone was visible on the stoppers; however, it was neither pooling nor stringing and is acceptable per product specifications. The photo showed a loose syringe with the same normal silicone appearance. Silicone is an inert, non toxic medical lubricant essential to syringe function and does not pose any safety or performance concerns. It has been safely used in this application for more than 25 years, with distribution exceeding 30 billion units and no known adverse clinical effects associated with unintentional silicone delivery. Please refer to the attached silicone quantity guideline for reference. A device history record review was completed for material number 309649, lot 5181790. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and complies with applicable product specifications. Complaints received for this device and the reported condition will continue to be tracked and trended, with information documented in monthly trend reports. Our business team regularly reviews collected data to identify any emerging trends.

Event description:
No additional information was provided.